Manufacturer narrative:
Previously mentioned stroke was reported under MDR-2018-33030. Previously mentioned gi bleed was reported under MDR-2018-33123. Previously mentioned pump exchanges were reported under medwatch #2916596-2014-00664, medwatch #2916596-2016-02011 and MDR-2018-39688. Approximate age of device- 8 months, 16 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient has a history of stroke and gi bleed and has had three prior pump exchanges. It was reported the patient experienced a pump off event, elevated ldh and hemolysis. A sub costal exchange of the pump was performed. Thrombus was reportedly confirmed in the pump in the operating room. It was reported the pump (B)(4) will be returned for analysis. The patient tolerated the procedure well. Additional information was requested but no further information has been provided.